Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. Inspection of the device revealed that the tip was damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst. The balloon was able to be inflated with no leaks or issues for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient's status was stable.